Event description:
It was reported that, during a clinic follow-up, the shock impedance was greater than 200 ohms. Pocket manipulation had noise on the electrograms. Technical services advised to x-ray the system. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. During an invasive procedure, the doctor attempted to replace this system with another subcutaneous implantable cardioverter defibrillator (s-ICD) but, during implant testing, the new sicd system also had a high out-or-range shock impedance. The doctor elected to remove the entire sicd system and implant a transvenous system. This was done successfully. There were no additional adverse patient effects. It was reported that, during a clinic follow-up, the shock impedance was greater than 200 ohms. Pocket manipulation had noise on the electrograms. Technical services advised to x-ray the system. The system remains implanted.